Event description:
It was reported the distal end of the probe broke during an unspecified procedure. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported event was confirmed. Visual investigation revealed that the distal end of the sonosurg probe was broken. The distal end was also observed to be burnt and had discoloration at the same area where the fracture occurred. The returned component was sent to the original equipment manufacturer (OEM) for further evaluation. The OEM investigation found that the teflon pad on the grasping section was worn out and a slight deformation was observed inside; however, the jaw showed normal movement. The continual empty ultrasonic output resulted in abrasion to the white plastic on the grasping section.